Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one pocket had failed; however, after rebooting, the entire drawer went off the bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) did not have access to the device at the time of the visit. The customer recovered the failed pocket within the drawer, and no further testing was needed. The system functioned as intended after customer resolved the issue.